Manufacturer narrative:
(B)(4).

Event description:
Procedure: thyroidectomy. According to the reporter: when clips were applied to vessel, the vessel was cut through instead of just clipped. The second clip applier performed the same way. The clip appliers were removed from the surgical field and no longer used. The vessel was sutured. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.